Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Dealer called in and stated that the walking beam assembly is broke at a weld and the lower pivot assembly is also broke. He is returning lines 1 and 2 and 4 for evaluation. Dealer also stated that this happened while the consumer was going up a ramp and the consumers friends had to physically pick up the wheelchair with the consumer in it. When they did that the tilt actuator was damaged. MDR filed.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tdxsp-mcg, serial number/date (B)(4) is approximately 1 year 1 month old. The owner's manual part number 1143190 rev. K (mar-11), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The male consumer's age is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.